Event description:
It was reported a motor stall had been confirmed in the event logs with no motor stall recover recorded. It was noted the stall occurred at 00:02 on the date of this report and there was no recovery. It was also reported there was a stall and recovery in the logs from (B)(6) but the patient had a magnetic resonance imaging (MRI) on that date. The pump was being used to deliver fentanyl, bupivacaine, and baclofen. Additional information received reported there were no definitive symptoms, but the patient was starting to feel a little back pain and a little back spasm, but not more than usual. It was noted the pump had not been read again since the incident so it was unknown if the pump was recovered or not. The cause of the stall was unknown and the patient did not have a recent MRI or exposure to electromagnetic interference (emi) that she was aware of. It was reported the pump was set to minimum rate and she was being supplemented with oral medications and a fentanyl patch. It was also reported the patient had been referred for a pump exchange, but the date of the exchange had not been set yet. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the pump broke in 4 years. The motor stalled. ¿it did not even stall ahead of time.¿ all of a sudden, the ¿stupid thing broke¿ while the patient was busy and in the middle of her husband¿s appointments. She had to cancel many things. A manufacturer representative came to the health care provider (hcp) office and confirmed the pump stopped working. The patient was in full withdrawal. The hcp said ¿it was ridiculous.¿ the pump was replaced within two weeks after the problem was discovered. The patient had to wait for the hcp to replace the pump. It was noted the pumps lasted less and less (see related manufacturer report # 3007566237-2010-07876).

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).